Event description:
It was reported that the customer had issues with filling the reservoir due to inability to push the air bubbles back into the vial of insulin. The customer stated that she tried a new reservoir, which was the once she placed into the insulin pump after connecting to her body. She was advised that she should not have been connected to the device at that time; she understood. The blood glucose reading was 278 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.